Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. Device was received with normal operating currents. No unexpected low battery alarm noted. Device received with cracked battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The customer also received a low battery alert. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.